Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo/video was provided for investigation. The photo/ video was reviewed and the indicated failure mode for 'gel air bubbles' with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to the presence of air in the pipeline during gel dosage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br , the user identified air bubbles in the gel. This event occurred nine times. The following information was provided by the initial reporter. The customer stated: gel is with an appearance different from usual, it has bubbles.